Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that in 2006 the patient presented for treatment of scoliosis. The doctor observed that her curvature was increasing and recommended corrective surgery. The patient underwent a spinal fusion surgery using rhbmp-2/acs. It is alleged that the patient sustained unspecified injuries.